Event description:
It was reported that the patient underwent a tlif at l4-l5 using rhbmp-2/acs. Approximately one month post-op, the patient's symptoms of right leg pain began to increase. An MRI confirmed a seroma at the l4-5 disc level. The patient underwent a revision decompression two months post-op.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.